Manufacturer narrative:
The initial reported event was received on 2017-05-08. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that would have been submitted on 2017-08-10. Information was subsequently received on 2017-06-09 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported a right ventricular lead alert "triggered" for the number of shocks delivered in an episode. It was also reported there were high rate non-sustained episodes and the sensing integrity counter was noted. When additional information was requested it was learned the patient is deceased and no other information was known.